Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 21-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed a pump reboot event 08-oct-2017. During investigation, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad down to the seal. The test battery cap was tightened and then unscrewed ½ turn leading the pump to reboot; the original power complaint was duplicated. The test cap was tightened and the pump was exercised for 24 hours with no power interruptions.